Event description:
It was reported that prior to use, during examination of the device, it was noted that there was no snare attached to the pusher. Also there was no plastic tube over the snare either. The device was a sterile, unused, unopened device prior to opening and examining. No damage was noted on the device packaging. The device was not used in anatomy and there was no patient involvement. Another proglide used to complete procedure and achieve hemostasis. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported missing component. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.